Event description:
Complaint alleged that the brake was not holding on foot end. No injury reported.

Manufacturer narrative:
Technician found rocker linkage was broken. Replaced linkage with brake/steer upgrade kit to resolve this issue.